Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the introduce needle fractured while in the body. Customer's blood glucose value was unknown. The customer was assisted with troubleshooting. Customer reporting that when they inserted a sensor the needle did not retract and was stuck inside the body. Customer reports they were unsure if the introduce needle was still in the body. Customer reports that they did not receive medical treatment as a result of the needle fracturing while still in the body. The device will not be returned for analysis.